Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# hg2y61g09, implanted: (B)(6) 2019, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 07-nov-2020, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 127 mcg/day) via an implantable pump for spastic cerebral palsy. It was reported that on (B)(6) 2019, because water accumulated near the pump, the patient was admitted to the hospital for the purpose of a detailed examination. A serious of examinations such as CT and MRI were performed. The attending physician's assessment indicated leakage of the drug was also considered and catheter contrast examination was performed as well, but leakage of drug from the connection part and the catheter was unlikely. It was reported, "because component analysis was not performed, the physician could not say anything, but cerebrospinal fluid leakage was suspected and a series of diagnostic imaging were performed. Because the images were not examined closely, the physician could not say anything, but cerebrospinal fluid leakage was suspected." It was stated a pump operability test and catheter x-ray study were performed. The adverse event was reported to be cerebrospinal fluid leakage. The outcome was unrecovered. The event was considered not causally related to the drug, catheter, pump, or programmer, and unknown if causally related to the surgical procedure. It was also reported, "the physician performed the procedure extremely carefully, and it was not considered that the event was due to the surgical procedure." Further complications were not reported.